Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited a sudden rise to high/undefined impedance. The rv lead was suspected to be fractured. The lead was explanted and will not be replaced. No patient complications have been reported as a result of this event.